Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2408740; model: sc-2408-74; serial: (B)(4); batch: 20351321/20351321.

Event description:
It was reported that the patient was experiencing ipg site pain and inadequate stimulation. All devices were explanted and will not be returned.